Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for a fracture of the femoral diaphysis. A plate had been implanted on (B)(6) 2013, and during a visit on (B)(6) 2013, the plate was found to be fractured. The plate could not be removed due to health complications sustained by the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that because of the results of our macroscopic investigations, its indicative of the lcp was subjected to high dynamic loads in a first state (plastic deformations, strongly bent). However, based on the topography of the fracture surfaces of both implants (great areas of fatigue striations) we can conclude that furthermore the implants were subjected to low or moderate dynamic bending loads (two-sided). The implants could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process for both implants can be excluded. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.